Event description:
It was reported that a shaver left metal shavings behind.

Manufacturer narrative:
Final investigation showed that the device showed physical signs of use. The device functioned properly in all respects. The device had no visible damage or missing metal. The cutting edge of the device was somewhat beaten up and dull, and there was a minor rubbing mark on the inner shaft. Metal shavings are most often the result of operator error, either torquing the device too much, rubbing the inner against the outer shaft, or cutting inappropriate material during use.